Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the patient underwent a revision surgery to replace a trochanteric fixation nail advanced (tfna). During the revision surgery the surgeon had difficulty in removing the blade because the blade was buried in the bone. The devices were removed successfully. The bone defect was filled with artificial bone paste and fixed internally. Bone preservation and the possibility of a femoral head replacement due to the condition of the bone union was considered. The blade penetrated to the pelvis because the bone head rotated and shortened along the blade¿s spiral during weight bearing. The tfna was originally implanted on (B)(6) 2020 during an open reduction internal fixation surgery for a right femoral trochanteric fracture. On an unknown date, the implant penetrated into the femoral head. Concomitant devices: tfna nail (part # 04.037.014s, lot #, h827437, quantity 1), locking screw (part # 04.005.526s, lot # 6l35661, quantity 1), tfna end caps (part # 04.038.005s, lot # 3l50961, quantity 1). This report is for one (1) tfna helical blade 90mm sterile. This is report 1 of 1 for (B)(4).